Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four (4) years post initial procedure the physician believes there may be a type 3b endoleak as well as an aneurysm enlargement based on a computed tomography (CT) scan that showed a decreasing then an expanding abdominal aortic aneurysm (aaa) in later follow-ups. An angiogram will be done to determine if a re-intervention will be needed. The patient is currently in stable condition.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four (4) years post initial procedure the physician believes there may be a type 3b endoleak as well as an aneurysm enlargement based on a computed tomography (CT) scan that showed a decreasing then an expanding abdominal aortic aneurysm (aaa) in later follow-ups. An angiogram will be done to determine if a re-intervention will be needed. The patient is currently in stable condition.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3b endoleak and sac growth are unconfirmed. The type 2 (non-device related) endoleak of the lumbar artery and additional endovascular procedure are confirmed. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. No procedure related harms were identified. The final patient status was discharged home on the first post operative day in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: health effect - impact code: remove code 4614. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four (4) years post initial procedure the physician believes there may be a type 3b endoleak as well as an aneurysm enlargement based on a computed tomography (CT) scan that showed a decreasing then an expanding abdominal aortic aneurysm (aaa) in later follow-ups. An angiogram will be done to determine if a re-intervention will be needed. The patient is currently in stable condition. Additional information: a secondary procedure was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft, a vela suprarenal aortic extension and a vela infrarenal aortic extension to successfully resolve the type 3b endoleak that appeared to originate from the distal portion of the bifurcated stent graft. After the reline a late type 2 (non-device related) endoleak was observed on the final angiogram. The patient tolerated the procedure well and is stable.